Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection around the implant side. Treatment with augmentin and clindamycin was unsuccessful. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed december 16, 2013.